Event description:
Procedure for debridement of right hip wound. Near the end of the procedure, the surgeon requested staff member to apply cavilon barrier film around the incision. After application of the cavilon, the surgeon used the bovie pencil in the surgical area at which time there was a flash flame. Fire was contained and extinguished and there was no injury to the pt reported.